Event description:
The accounts engineer stated when the right siderail is plugged into the lockout box the head of the bed runs up on its own.

Manufacturer narrative:
The accounts engineer isolated the issue to a stuck switch on the siderail pt control. He replaced the switch to repair the bed.